Manufacturer narrative:
Product analysis : analysis confirmed reason for return. Stylus tip position on touch screen needs calibration. Lower left bullet assembly broken. Bullet assembly replaced. Left display hasp latch broken. Latch replaced with salvage part. Rear cover display broken. Replaced cover with salvage part. Corrosion on connector touch screen was cleaned, connector re-seated. Software re-installed. Device cleaned. Battery replaced. Passed electrical safety test. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that calibration was not possible with the programmer. The status of the programmer was not known. No patient complications have been reported as a result of this event. It was further reported that the stylus tip position was what required calibration. In addition, the programmer was returned for service.